Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.

Event description:
The 2.6 inr with protime system vs 4.1 inr with unspecified md office lab system. Pt therapeutic inr range: 2.0-3.0. No report of adverse event, serious injury, or intervention.